Manufacturer narrative:
The system was serviced in the field, and the batteries were not holding a charge. The last x-ray battery change was in 2016, and the last motion battery change was in 2014. All batteries were replaced. The system was tested, and passed. The site was notified to let the system charge overnight prior to use. Other relevant device(s) are: product ID: bi71000125, serial/lot #: none. Product ID: bi71000126, serial/lot #: none, product ID: bi71000481, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system is not holding a charge. No patient is present.